Event description:
Pt presented with extreme tortuosity in the iliac's and aortic neck; had implant of a bifurcated device and a 34 infrarenal cuff in 2009. The physician was unable to get the cuff extension close enough to the renals, however, at the close of the procedure, there was no evidence of a proximal type I endoleak. F/u CT revealed a type I endoleak. Pre-op angio prior to the secondary procedure the following month, revealed no endoleak, however, a palmaz stent was placed.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event.